Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The cook wire in another manufacturer's PICC bent. A 0.18 wire was used and placed in the patient; however the safety tip came off and unraveled inside in the patient. A vascular surgeon was called. The vascular surgeon was called. The vascular surgeon was able to remove the wire and the unraveled portion successfully. The patient did not experience any adverse effects due to this difficulty.